Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the error code err e216 popped up on the screen after connecting the scope during preparation for use involving an olympus gastrointestinal videoscope. The customer did not provide a suspected cause. There was no patient injury reported.